Manufacturer narrative:
Date sent to FDA: 06/12/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 09/10/2020. H6 patient code: 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient underwent revision surgery on (B)(6) 2016 due to hernia recurrence. It was reported that the patient experienced pain and adhesion.

Manufacturer narrative:
Date sent to the FDA: 11/18/2020. Additional information: b7.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. The patient had a previous mesh implanted on (B)(6) 2014 which is captured in a separate file. No additional information was provided.